Event description:
Reporter indicated the physician was experiencing communication difficulties with the programming system. Troubleshooting did not resolve the issue. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.